Event description:
Per the clinic, the patient experienced noise, vertigo, headache and nerve pain with the device, leading to device non-use. Subsequently, the device was electively explanted on (B)(6) 2025, and there are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Manufacturer narrative:
Correction: the previous device analysis report was sent with incorrect type of investigation (b) coding, need to remove "analysis of production records (l1)" from the coding.